Event description:
It was reported that the patient experienced pectoral stimulation/muscle palpitations. It was noted that the right atrial (ra) lead exhibited an increase in thresholds and impedance to high measurements. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient came in for an implantable cardioverter defibrillator (ICD) upgrade for sustaining ventricular tachycardia (vt) event. Upon interrogation, the atrial lead was found to be completely non-functioning. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.